Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/18/2016. The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings. During investigation, the pump was returned with the battery compartment cracked along the side. Unrelated to the original complaint, the cartridge compartment was found to be cracked. The bolus button cover was torn but still operable. The display was dim and discolored. The battery compartment threads were stripped and unable to secure. A test cap was able to hold for testing.